Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the camera cart screen went black following an image acquisition with an imaging system for automatic registration, and the main cart monitor alerted that the camera cart had been disconnected. It was noted the blue led around the power button on the camera cart was not illuminated. The site attempted connecting another camera cart without success. The site then tried the original camera cart again which successfully connected and booted up normally. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information was added to the event description. The manufacturer representative went to the site to test the navigation system. No parts were replaced and the system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there were no issue found and that it is believed that it was possibly not plugged in with a good condition.